Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu _unknown_pump lot# serial# unknown implanted: explanted: product type pump information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_pump, serial/lot #: unknown, ubd: , UDI#:. Carvajal, g., dupoiron, d., seegers, v., lebrec, n., boré, f., dubois, p., leblanc, d., delorme, t., and jubier-hamon, s. Intrathecal drug delivery systems for refractory pancreatic cancer pain: observational follow-up study over an 11-year period in a comprehensive cancer center. Anesthesia-analgesia. (2018) doi: 10.1213/(B)(4). It was not possible to match this event with any previously reported event. Per FDA draft guidance july 9 2013 these events are reported on one MDR due to no patient identifier. Please note that this date is based off of the date that the article was accepted for publication, as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary: ninety-three pancreatic cancer patients received intrathecal drug delivery and were followed via day-hospital visits and telephone calls at least monthly until death. Pain scores were compared. Reported events: 2.1% (two cases) of surgical wound dehiscence occurred during the first month. These complications were considered severe (note: the article notes elsewhere that only one case of surgical wound dehiscence was observed). These complications were considered severe. 1.1% (one case) of pump pocket infection occurred during the first month (note: the article notes elsewhere that two cases of infection occurred after pump refill and required intravenous (IV) antibiotics). These complications were considered severe 1.1% (one case) of bacterial meningitis occurred during the first month. This complication was considered severe. 1.1% (one case) of subdural hematoma occurred during the first month. This complication was considered severe. 7. 1.1% (one case) of minor spinal cord puncture occurred during the first month. This complication was considered severe. 1.1% of pocket hematoma occurred during the first month. This complication was considered severe.